Event description:
It was reported that the device packaging held the incorrect content. During preparation for a procedure, a 6mmx100mmx75cm charger balloon catheter box was opened for use and it was noted that the wrong size balloon had been placed in the box, the balloon catheter inside the box was size 7mmx40mmx75cm. The procedure was completed successfully with another balloon. The patient is stable.